Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic perclose prostyle instructions for use (eifu), as a known adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a prostyle relative to an unspecified procedure. Reportedly, the prostyle achieved hemostasis; however, two and half hours later, bleeding was noted. Treatment was unspecified. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as 9/02/2023. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.